Event description:
The filter heater would not heat. The customer support engineer inspected the device and replaced the filter heater assembly. The unit passed extended self testing. It is not verified that the heater malfunction, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.